Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated to tech that the right wheel is bent in to where it is rubbing and cutting a grove into the arm pad.